Event description:
A (B)(6) year old male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2021. On (B)(6) 2021, novocure was informed by the spouse that a sore had developed on the right side of the patient's scalp underneath a transducer array. On (B)(6) 2021, the spouse noted a mild skin irritation on the patient's scalp during a follow-up visit. On (B)(6) 2021, novocure received a report that the patient was hospitalized on (B)(6) 2021, due to an infection along the surgical resection site (last surgical resection (B)(6) 2021). Reportedly, another craniotomy was needed to clear the infection. Optune therapy was temporarily discontinued. On (B)(6) 2022, the spouse reported that the patient continued with infection issues as well as cerebrospinal fluid leakage. On (B)(6) 2022, the prescribing physician reported that he had not seen the patient since prior to the events. No causality assessment from the prescriber is available.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the arrays to wound infection cannot be ruled out. Cerebrospinal fluid leakage is unrelated to optune therapy. Contributing factors for wound infection in this patient also include bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Manufacturer narrative:
On (B)(6) 2022, novocure was informed by the spouse that the patient died. Cause of death is unknown. Date of death was (B)(6) 2022. Device log file review showed the patient's last date of use was on (B)(6) 2021, at 18:34.